Manufacturer narrative:
The unit was received with minor scratches on the lcd window, a broken belt clip slot, a cracked case at the display window corners, and unresponsive buttons due to an unlocked keypad connector on the lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the belt clip was broken and that there were many scratches on the display window. The customer's blood glucose reading was unknown. The device was returned for analysis.